Event description:
It was reported that stent dislodgement and removal difficulty occurred. The physician mentioned a failed attempt at stenting the mid circumflex (cx) bifurcation due to challenging anatomy and difficulty crossing a previously placed stent in the ramus ostium which had stuck out into the left main artery and had protruded into the cx ostium. After placing an 8fr guide catheter, a 7fr guidezilla catheter-guide extension was used to deliver the 2.50 x 16mm synergy xd drug-eluting stent but was unable to cross the cx ostium due to a very acute 90-degree bend along with the protrusion of the previously placed stent. The physician attempted the inchworm technique to advance the guidezilla over the acute bend with very little success. The guidezilla had barely crossed or had "very minimum crossing" when the physician decided to deliver the stent and, while adjusting the stent placement, the 2 non-boston scientific guidewires moved from their original position and support was lost. During repositioning, a break was noted and the stent delivery system was withdrawn without the stent on the balloon. The guidewires were removed, but the radiopaque markers of the wires along with the dislodged stent remained in the cx. The physician attempted to entangle the broken wires and stent using 3-4 additional guidewires for removal but was unsuccessful. The physician advanced a 3.0 non-compliant balloon to cx to flatten and appose the dislodged stent and wire pieces to the vessel wall, and a new stent was advanced with no crossing difficulty and was deployed at the cx ostium. The procedure was completed with timi 3 flow. No patient complications were reported, and the patient was expected to fully recover.